Event description:
When vns patient is talking or laughing a lot, they feel their heart racing and their chest and arm hurt on the left side. The patient reports that when they are talking, they get tired very fast. The patient reports they occasionally experiences chest pain in the area of the device when they are talking. When this pain occurs, the patient begins to lose their voice and lose their breath and they feel their heart rate accelerate. The pain reportedly lasts for approximately 3 minutes and the patient drinks water to regain their voice and breath and takes over the counter pain medications for the pain. Additionally, the patient reports that they feel as though there is less tissue over the device now than when it was first implanted. The patient reported that months ago, their neurologist referred them back to the neurosurgeon due to complaints of pain in the area of the device and that the surgeon indicated that everything was fine at that time. Treating neurologist does not believe that the patient's complaints are related to the vns and indicated that they may psychogenic or related to anxiety. Treating neurologist indicated that the device had not migrated and that there were no signs or symptoms of infection or other problems. The patient currently experiences 1-2 seizures per day, but has not had to go to the hospital emergency room for seizures in some time. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported events.